Manufacturer narrative:
Product ID 37746, serial# (B)(4); product type programmer, patient product ID 37754, serial# (B)(4); product type recharger product ID 39286-65, serial# (B)(4), implanted: 2013 (B)(6); product type lead. (B)(4).

Event description:
It was reported that the patient thought her stimulator was moving. The patient¿s physician and husband stated that the stimulator was just below the incision mark as always, but the patient felt like when she recharged she had to hold the antenna lower. This began about a week prior to the report. The patient had an upcoming physician appointment. If additional information is obtained, a follow up report will be sent.